Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, siphon, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris noted in the interior and exterior of the device. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 65 cm of the peritoneal catheter was returned. The catheter was returned in three separate pieces, measuring 8 cm, 42 cm, and 15 cm, respectively. The returned pieces of the catheter were patent. However, it did not meet the requirements for leak testing due to a tear observed approximately 8 cm and 50 cm from the distal end. It is unknown how or when this damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. Approximately 52 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device¿s reservoir flexibility was poor intra-operatively. According to the report, the device was not used and there was no injury to the patient.